Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred, the lead tip could not be properly screwed. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.